Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('very allergic to nickel') in a 41-year-old female patient who had essure (batch no. 626112) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), sleep disorder ("sleep disorders"), fatigue ("fatigue"), anxiety ("anxiety") and headache ("headaches"). In 2020, the patient experienced allergy to metals (seriousness criterion medically significant). At the time of the report, the allergy to metals, arthralgia, abdominal pain, back pain, sleep disorder, fatigue, anxiety and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, fatigue, headache and sleep disorder to be related to essure. The reporter commented: she has an appointment with her attending physician to discuss the removal of this device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2020: positive to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('very allergic to nickel') in a (B)(6) year old female patient who had essure (batch no. 626112) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), sleep disorder ("sleep disorders"), fatigue ("fatigue"), anxiety ("anxiety") and headache ("headaches"). In 2020, the patient experienced allergy to metals (seriousness criterion medically significant). At the time of the report, the allergy to metals, arthralgia, abdominal pain, back pain, sleep disorder, fatigue, anxiety and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, fatigue, headache and sleep disorder to be related to essure. The reporter commented: she has an appointment with her attending physician to discuss the removal of this device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test in 2020: positive to nickel. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.